Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2008 the plaintiff was implanted with an intepro y-sling system "for stress urinary incontinence and pelvic organ prolapse." It was alleged that the plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity," has had "loss of bodily organ system," "has undergone or will undergo corrective surgery or surgeries," and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.